Event description:
Pt presented to surgeon following revision tka with pain and inflammation. Radiographic examination appears to show that the tibial tray is separated from the tibial bushing and stem construct.